Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as a few bumps that were slightly itchy and a bit red. Patient believed that the rash was due to a combination of skintac, the dexcom sensor and sweaty activity. On (B)(6) 2016, the patient had a regular doctor visit and the doctor states that the rash looked like contact dermatitis. It was recommended that the patient purchase over-the-counter hydrocortisone. The affected area was treated with the recommended hydrocortisone. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined